Manufacturer narrative:
No report of patient involvement. Unit was repaired by a third party. No repair information available.

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.